Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during spaceoar vue placement procedure on (B)(6) 2022. During the procedure, the patient was in a lot of pain and the gel was misplaced in the bladder. The physician performed a second computed tomography scan, and compared the images to the first CT scan. The images showed the gel material appeared inside the bladder, in the left seminal vesicle, in the posterior prostate, and in the prostate venous plexus at the apex. There is not much gel in the retroprostatic space. The patient does not have obstructive urinary symptoms or any rectal symptoms. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.